Event description:
It was reported that during surgery, the device had a foreign substance which looked like a white powder attached on the tube inside of the sterile tray. There was no patient injury. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.